Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 612 mg/dl. Customer administered a manual insulin injection to address bg. Customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.